Manufacturer narrative:
Lot number - 19b016, 19e056, and 19f047. Twelve single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A photograph of one sample was also provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported flow issue could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. It was reported that thirteen large volume folfusors underinfused during infusion. Eight events involved male patients born between 1949 and 1953, one event involved a male patient of an unspecified age, and patient identifiers are unknown for the remaining events. The events each involved a patient with no patient consequences. No additional information is available.